Event description:
The user stated the two cobas e 601 analyzers at the lab did not compare well for six linearity material samples for troponin t. The following results are listed as two results from analyzer using reagent lot number 15523501, followed by two results from analyzer using reagent lot number 15441801. All results are in ng per ml. Sample 1: 0.072, 0.072, 0.097, 0.097. Sample 2: 0.999, 0.976, 1.26, 1.26. Sample 3: 2.31, 2.26, 2.52, 2.54. Sample 4: 4.24, 4.24, 5.33, 5.26. Sample 5: 6.38, 6.33, 7.97, 7.97. Sample 6: 7.84, 7.45, 10.04, 10.21. The user has not made a determination whether one analyzer or the other is responsible for discrepant results because the acceptable ranges have not been determined by the linearity material vendor and both control and patient results have not demonstrated a problem.

Manufacturer narrative:
The user performed a liquid flow cleaning procedure on the analyzer and replaced reagent lot 15523501 with lot 15441801 on analyzer. The user stated the recovery matched for both instruments when the same reagent lot was used. The investigation is ongoing. If additional information is received, appropriate notification will be provided.